Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that power port two (2) on the controller did not recognize any source of power nor the cac adapter. The controller ((B)(4)) was replaced with back-up controller. There was no reported patient injury as a result of this event. The ((B)(4)) was returned to the manufacturer for evaluation. Testing of the controller revealed two electrical damaged components, which caused the shared smbus interface communication to fail on the controller board. Additionally, evaluation of the ac adapter passed both visual and functional testing, the device worked as intended. The most probable root cause for the reported event may be attributed to the found damaged components in the controller, likely a result of esd. The manufacturer has an open internal investigation to evaluate these types of issues. The field safety notice (fsca apr2013) field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that power port (2) on controller does not recognize any source of power nor the cac adapter. The controller ((B)(4)) was replaced with back-up controller and a controller from stock served as back-up until replacement was shipped. There was no reported patient injury as a result of this event.